Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic had foreign material in the laser light cable (llk) plug of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the foreign material in the laser light cable plug of the video cable section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.